Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the tip of the pk dissecting forceps instrument broke and fell into the patient. The broken piece was retrieved laparoscopically in the same procedure. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that one grip tip was broken. The broken piece was returned with the instrument. Evidence not conclusive, but broken damage may be due to likely mishandling/misuse. An additional observation not reported by site was that the instrument's main tube exhibited scratch marks/abrasions. The distal end of main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Based on the information provided, this complaint is being reported due to the following conclusions: a piece of the pk dissecting forceps instrument grip tip allegedly broke off into the patient and the fragment was retrieved laparoscopically. No patient harm, adverse outcome or injury was reported.